Manufacturer narrative:
H6 health impact and evaluation codes: updated one device was received for evaluation with the tower enclosure having nicks. The device has no power and blown fuses in the top back fuse holder. Since the device would not power on the two fuses were replaced and then functionally tested. The device did not smoke and the pump is not grinding. No sign of fire or smoke damage anywhere inside of the device to indicate shorts of any kind. The 2 blown fuses could of possibly produced a small amount of smoke when they failed. Unable to determine reason for fuses to fail, device ran as intended after fuse replacement and before repairs were performed. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation.

Event description:
It was reported that the pump was grinding and there is smoke coming from the device. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.